Manufacturer narrative:
The device intended to be used in treatment has not been returned and evaluated photos and other information has been reviewed establishing a relationship with the reported event. Photo confirms material has creasing present. Probable root cause is a manufacturing process error. The complaint history file contains no further instances of the reported events. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the release papers of the iv3000 had creases or folds. It was found before use and no patient or treatment were involved. Over half dressings in the carton were affected. The samples will not be returned and further information is not available.